Manufacturer narrative:
The device was returned to olympus, however, evaluation for the reported event is ongoing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had too much pressure in the air/water channel during an rhinaer treatment. There was no report of patient harm. The device was returned, evaluated, and a foreign object was in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. Foreign material was found in the nozzle. In addition, the following non-reportable malfunctions were found during the device evaluation: rubber glue worn out, connecting tube wrinkled near glue, bending angulation out of specifications, air/water flow issues present. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A specific root cause of the foreign materials being stuck in the nozzle could not be determined at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.